Manufacturer narrative:
Other; device not returned for evaluation; follow-up information from company representative. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
During a balloon kyphoplasty procedure, it was reported that the balloon ruptured. It was reported the balloon tore as the physician was removing the balloon. Part of the balloon remained in the vertebral body. To date per the report, the patient has not experienced any adverse sequela.